Event description:
On 09/08/2025, it was reported that approximately one month earlier, the user observed insulin leaking from their ilet cartridge near the connector. The user¿s blood glucose (bg) rose to approximately 300 mg/dl and remained elevated for more than 90 minutes. The user performed a full supply change, after which insulin delivery resumed and bg stabilized. No external assistance or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.